Event description:
The complaint is reported as: "after placing dialysis catheter, guidewire became uncoiled upon removal. Patient transferred to ou medical center for interventional radiology and removal."

Manufacturer narrative:
(B)(4) corrected data: section b.1.-adverse event' checked; section b.2.-'required intervention' checked; section h.1.-corrected to 'serious injury. Additional information received from user facility indicates the guide wire broke off in the patient. The retained wire was noticed upon x-ray of the patient. The patient was transferred to a higher level of care where an interventional radiologist removed the retained wire. The user facility also reported "we did follow up with the patient and she is doing well and back at work. We do not have the wire that was removed. We are declining at this time to return the original product." Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "after placing dialysis catheter, guidewire became uncoiled upon removal. Patient transferred to ou medical center for interventional radiology and removal." Additional information was requested, but is not available at the time of this report.